Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation, belt connector was damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
During investigation of a belt for an unrelated issue, a reportable malfunction was found. The belt's connector was damaged and unable to connect to a monitor.